Event description:
The ax55g and the ax55b were used during an unknown procedure. The rep received the devices with a note stating "did not fire correctly."

Manufacturer narrative:
Visual inspections & results: condition of anvil; good. Condition of anvil shroud; good. Condition of cartridge; good. Condition of driver; good/slightly exten. Condition of earmuff; good. Condition of head; good. Firing lever position; open. Rotation; good. Staples present; yes/1 partially for. Trigger position; open. Functional tests & results: articulation; yes. Closure force; normal. Instrument cycled; yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was received with the firing cam released from it's set position and with the drivers slightly extended. A partially formed staple was pulled from a distal pocket on the cartridge. The instrument was examined and was found to be functional. The instrument was then reloaded, cycled, fired, and formed all staples properly. The staples were measured and were found to be within specifications. No conclusions could be reached as to why the reported instrument "did not fire correctly" during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly.